Event description:
Today one of our physicians was trying to get a bone marrow biopsy on one of our pts. They followed their normal procedure three times (drawing heparin into the syringe to coat the inside before getting the biopsy) and all three times, it clotted. This occurred with 2 vials of heparin that happen to have the same lot numbers. Also, this pt typically has low platelets. Since this is a pretty uncommon occurrence they are wondering if there has been any recalls or if there is any info available that might shine more light on the issue. At the very least, a report might be in order. Heparin 100 u/ml 5 ml vials, ndc (B)(4), lot 6003651, exp 3/15. Reason for use: coat inside of syringe prior to getting biopsy.